Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided the reported difficult to remove from sgc was a result of user technique and the deformation of cds shaft due to compressive stress was due to procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report difficult removal of the mitraclip delivery system (cds). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc), and the mitraclip delivery system (cds) were advanced. When retracting the cds through the sgc to re-position the clip, resistance was felt with the sgc. The clip interacted with the sgc soft tip and the cds shaft became bent. There was no damage to the sgc soft tip. The clip was not implanted and was removed from the sgc without further issue. The same sgc was used with a new cds. A total of two clips were implanted in the mitral valve, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.